Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they could not hear the audio of the insulin pump at times and they also reported that the insulin pump was squirting out insulin when replacing reservoir. The customer also reported no delivery alarm with infusion set and reservoir. The insulin pump will not be returned for analysis.